Manufacturer narrative:
The driveline infection occurred on (B)(6) 2018 which was reported under MFR report #2916596-2018-05257. The patient then had a surgical debridement on (B)(6) 2018 which was reported under MFR report #2916596-2018-05258. Approximate age of device- 13 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted due to driveline exit site trauma and concern for infection which may have been caused by the patient's spouse pulling the driveline during the night. The patient presented fever, chills, purulent discharge past 3 days. Of note, the patient had a history of driveline infection. No additional information was provided.

Manufacturer narrative:
Device evaluation: a correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.